Event description:
It was reported that the pt was seen for routine follow up and was in the backup vvi state. Device was already at eri when it tripped into backup vvi. The device will be scheduled to be replaced due to normal eri.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.